Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 105 alarm at the end of therapy on the homechoice machine (hc). The home patient(hp) stated, she already called her nurse this morning who instructed her on how to remove the old setup. The technical service representative (tsr) assisted the hp to review the therapy. The therapy was continuous cycle peritoneal dialysis with a total volume of 13500ml, total time of 10:00, fill volume of 2400ml, last fill volume of 1500ml, dextrose set to different, total ultrafiltration (uf) of 2012ml, cycle 5 uf of 2816ml, cycle 4 uf of -235ml, cycle 3 uf of -232ml, cycle 2 uf of -146ml, and cycle 1 uf of -100ml. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. The device was determined to meet specifications for the reported difficulty high drain 105 alarm. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. This issue is being investigated through CAPA.